Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, approximately 2 hours after the previous maryland was substituted by the current maryland, this other maryland exhibited broken cables as well. It had 10 remaining uses. The surgery was completed without substituting such maryland bipolar, the surgeon used the other instruments she had in the other arms (tip-up grasper and cadiere). It had 10 remaining uses. The procedure was completed with no reported injury.